Event description:
Related manufacturer reference 3005334138-2015-00029, 3005188751-2015-00030. During an atrial fibrillation ablation procedure, an air emboli occurred. Contrast dye was injected into the left atrium via three introducers when ECG st elevation was noted and air was visualized on fluoroscopy. The patient became hypotensive and bradycardic. The procedure was stopped and an MRI of the brain was performed with negative results. The patient was transferred to the ICU for monitoring. There were no performance issues noted with any sjm devices used.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and completed in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported air emboli could not be conclusively determined. Per the IFU, air embolism is a known risk with the use of this device.